Event description:
Boston scientific received information that this patient having cardiac resynchronization therapy defibrillator (crt-d) had an out-of-range (oor) pacing lead impedance issues (unknown value) and some pacemaker mediated tachycardias (pmts) during device interrogation. The patient was complaining of shortness of breath (sob) however the healthcare professional (hcp) thought it was not related to the issues. Ts discussed than an oor may have happened but it was just not showing up in the daily measurements. Ts further discussed that it would be on the physician¿s discretion and may considered bringing the patient in for evaluation. The hcp will talk to the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that there was no intervention performed and the patient will continue to be monitored.